Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was visually inspected, and no obvious defects were found. The ball in the drip chamber¿s check valve moved freely per specification. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. The light-emitting diode (led) rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. 7500 cut rates displayed on the screen when the radio frequency identification (rfid) connectors were attached to the console. The sample failed to prime, and system message code appeared on the console screen. The auto infusion valve (aiv) cracking pressure was performed on the duckbill check valve in the auto stopcock of the infusion line. The sticky orifice of the duckbill check valve in the auto stopcock was not actuating. The root cause of the customer's complaint is related to an error during the supplier¿s manufacturing process. After an investigation of this complaint, it has determined that no further actions will be pursued at this time. The supplier has been made aware of the issue. No adverse trends have been observed associated with the reported product and event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported while connecting it was impossible to adapt the three-way valve, which led to a leak of liquid. Another pak was opened to complete the surgery. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).